Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced high blood glucose of 400 mg/dl. Customer had an issue of calibration not accepted. Customer was in confused state due to hyperglycemia. Customer was advised to contact again after changing infusion set for further check on device. The device will not be returned for analysis.